Event description:
The customer reported to beckman coulter (bec) that a large amount of blood was leaking from the primary needle on their coulter lh 750 hematology analyzer and that the quality control (qc) was out on multiple parameters. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection to this event. No death or injury is attributed to this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found the vacuum system was clogged with dried reagent (salt crystals) and the baths and needle bellows were draining very slowly and the bellows were leaking blood. The fse flushed the vacuum system and cleaned debris from the needle and probe wipe area to resolve this issue. The fse also found and repaired a 60 psi leak in the pneumatic supply and adjusted all pressures and low vacuum. Failure mode was dried reagent (salt crystals) in the vacuum system. However, qc was out of specifications on multiple parameters to alert the customer to an instrument problem. (B)(4).